Manufacturer narrative:
A visual examination of the returned device found that the device appeared to have been half deployed due to the yoke still being attached to the control wire and the clip assembly being separated from the bushing, which was located inside the over sheath. It was also found that the control wire had several kinks throughout the length of the device. The over sheath was stretched and the sheath grip was stuck on the bushing. In addition, it was noticed that the coil was stretched at the bushing. The yoke was still attached to the control wire. Functionally, the yoke was actuated and deployed as per design. In addition, it was noticed that the prongs were bent and had an overbite. Although these results are contrary to what was originally reported, the most probable root cause has been determined to be operational context, as evident by the kink in the control wire. The most probable root cause classification of operational context indicates that the complaint is associated with a product that meets the boston scientific corporation (bsc) design and manufacture specifications, but due to anatomical/procedural factors encountered during the procedure, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2010-02361 for the other associated device information. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were intended for use during a colonoscopy performed on (B)(6) 2010. According to the complainant, during preparation, in both instances, they opened the package and found that the clip had prematurely deployed in the sheath. Attempts were made to remove the clip from the sheath unsuccessfully. These devices were not used on the patient. The case was completed with a third speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. The initial event description is a non reportable issue. Based on the investigation results of bent prongs, the event is now reportable.